Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to connect an infusion set tubing to a new cartridge as the cartridge tubing luer lock had a "big plastic ball" covering the connection. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the event.